Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The lens was explanted due to the vision remained unstable and per the patient's request the lens was removed. The problem was resolved. The cause of the event was reported as a patient related factor.

Manufacturer narrative:
H6 health effect clinical code: 4581 - unstable vision. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).